Event description:
This complaint is regarding an (B)(6) patient that had a re-herniation and repair on (B)(6) 2012. The repair on (B)(6) 2012 was done with strattice in retrorectus space with closure over. The original surgery date was (B)(6) 2011. Strattice was utilized in the original surgery. There was no sign of revascularization and it was reported that the colostomy was not in place and hanging down. The strattice was explanted.

Manufacturer narrative:
Visual examination of the device, review of the device history record, review of the lifecell complaint system for any other complaints reported to lifecell against devices distributed from this lot. The device was not returned in preservative and mold had grown on the graft making any further evaluation impossible. Review of the device history record confirmed that the lot passed all qc acceptance criteria. The lot underwent (B)(4) sterilization on (B)(4) 2011. As of (B)(4) 2012, (B)(4) devices from lot s10907 were distributed, including (B)(4) devices that were reported as implanted, with no other complaints reported to lifecell against this lot. Based on internal investigation, the device met qc release criteria at the time of release. This event is being reported as a serious injury, re-herniation, requiring surgical intervention. It is unknown if the device contributed to the event, so lifecell is reporting due to lack of information at this time. Lifecell is attempting to obtain more information from the initial reporter. A follow up report will be submitted if further information is obtained.